Event description:
Procedure performed: unknown. Event description: complaint 1 of 3: (B)(4), complaint 2 of 3:(B)(4), complaint 3 of 3: (B)(4). The trocar was used normally, but after a while the seal started to get stuck on the camera and was very hard to move. The surgeon has to apply more than usual force to move the camera and the seal at some point stays stuck to the camera and moves backward and is seen on the outside of the trocar. Image attached. Additional info received from an applied medical representative via email on 25feb25: confirmed event date as 20feb25. The surgeon continued to use the trocar. Intervention: applying additional force. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of difficulty inserting or removing instruments. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: unknown. The trocar was used normally, but after a while the seal started to get stuck on the camera and was very hard to move. The surgeon has to apply more than usual force to move the camera and the seal at some point stays stuck to the camera and moves backward and is seen on the outside of the trocar. Image attached. Additional info received from an applied medical representative via email on 25feb25: confirmed event date as 20feb25 [ updated field]. The surgeon continued to use the trocar. Additional info received from an applied medical representative via email on 05mar25: tm stated the following ' the procedure performed was a left colectomy for 2 of them, the third one might also be a colon but they are not sure anymore'. Intervention: applying additional force. Patient status: no patient injury or illness was reported.